Event description:
The hcp reported the patient was experiencing increased spasticity. The pump was explanted due to a questionable device malfunction. It was replaced and returned to the MFR for analysis.